Manufacturer narrative:
Product analysis. The stent was not present on the balloon but did return for analysis. The dislodged stent was returned attached to snare. Deformation was evident to the stent, with struts raised and stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was intended to be used to treat a lesion in the ostial rca which has mild tortuosity and moderate calcification. There no abnormalities reported in relation to the anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. There was a previously deployed stent in the ostial/proximal rca. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the physician initially attempted to place the device in the ostial/proximal lesion but the device would not cross. A non medtronic balloon was used to pre-dilate the lesion over a non medtronic guidewire through a launcher 6fr with side holes. The stent was re-introduced but would not cross and dislodged from the balloon during advancement to the lesion. The dislodged stent was removed with a snare. The patient is alive with no injury.